Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture tore while tightening the loop. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1588btb-2j was received for investigation. Visual inspection noted damage to the suture system - the loops have been threaded through the button on the opposite side. The most likely cause can be attributed to the use of excessive force on the shortening suture strands, which may break them and thus, impair the ability to fully seat the implant.